Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A territory manager (tm) called into zoll on (B)(6) 2014 to report that a (B)(6) female patient was treated. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment at 10:02:29 on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient went to the cardiac rhythm specialists center and ended use of the device.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the cardiac rhythm specialists center and ended use of the device. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 12/2013 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.